Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011, and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The patient underwent the concurrent procedure of an anterior colporrhaphy during mesh implantation. It was reported that post implantation the patient experienced pain and inability to have intercourse. The patient underwent in office vaginal mesh removal of extruded mesh (no date provided). (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2013.